Manufacturer narrative:
The investigation confirmed that lower than expected vitros tsh results were obtained from two different samples collected from the same patient tested on a vitros 5600 integrated system. The assignable cause of the event is unknown, however, it is likely a sample related issue isolated to the affected patient caused the event. An unknown sample interferent that affects the vitros tsh assay could have contributed to the event, although this was not confirmed. The customer stated the patient is taking pre-natal vitamin supplements that could potentially contain biotin. In july 2018, ortho issued a customer communication to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 ug/dl). Therefore a sample interferent that affects the vitros tsh assay cannot be ruled out as contributing to the event. As the event occurred in (B)(6) 2018, there was no data available concerning the performance of vitros tsh reagent lot 5610 or the vitros 5600 system, and neither could be completely ruled out as contributing to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 5610. A definitive assignable cause could not be determined.

Event description:
A customer obtained lower than expected vitros tsh results from two different samples collected from the same patient tested on a vitros 5600 integrated system. Sample 1 vitros tsh result of <0.02 miu/l vs. An expected result within the vitros tsh euthyroid range of 0.465 - 4.680 miu/l. Sample 2 vitros tsh result of <0.02 miu/l vs. An expected result within the vitros tsh euthyroid range of 0.465 - 4.680 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros tsh results were not reported outside of the laboratory. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).